Event description:
This is being reported as a patient safety issue. The lipid filter was leaking. Recently there have been reports of several (6 or more) blue lipid filters that are leaking. It was reported that the tubing proximal to the filter is coming disconnected.